Event description:
This patient presented in the emergency room two days post implant with loss of capture due to dislodgement. The physician repositioned this lead and the lead became dislodged again later that day. The physician chose to explant and replace this lead. Upon explant, the physician noted that there was tissue in the helix. Should additional information become available this file will be updated.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed cuttings in the insulation which occurred most likely during surgery. During further analysis, no deviations were noted which might be related to the clinical observation as mentioned in the complaint description. The lead proved to be within specifications and flawless throughout its inspection. In summary, there was no sign of a material or manufacturing problem.